Event description:
The report we received from our affiliate indicated that during a pta in the external iliac artery, which was 90% stenosed, the balloon could not maintain a pressure of more than four atmospheres during inflation. The product was removed from the pt, but no obvious defects were noted in the unit. A competitor's product was used to successfully complete the procedure. There was no adverse consequence to the pt. As per the reporting affiliate, no additional pt or procedural info is available. The product is said to be available for evaluation and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.